Manufacturer narrative:
This report is submitted on april 03, 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site and subsequently, was treated with oral antibiotics (date and duration not reported); however, the issue could not be resolved. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
The correct date of awareness is march 04, 2024; not march 08, 2024 as previously reported. This report is submitted on june 26, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 03, 2024.